Event description:
Left hip replacement surgery due to significant infection, pain, and tissue damage. Stryker devices placed. Updatemedical review: on (B)(6) 2016 a revision of the total left hip (head and liner) and repair of the gluteus medius tendon tear was performed. Based on the operative report for diagnosis pre- and post-operative altr, and pseudotumor.

Manufacturer narrative:
An event regarding alleged (infection and pain) altr involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted components, no description of metallosis in the revision operative report or the histopathology, no description of trunnion wear requiring removal of the femoral component, and no baseline lab values to indicate if the cobalt ion level was more than expected after eight years and eleven months of a total hip arthroplasty in situ. MRI findings in which the radiologist mistakenly described a metal- on-metal total hip arthroplasty are consistent with but not diagnostic of pseudotumor or altr. This study was also done after a traumatic fluoroscopic hip aspiration, which initially gained no fluid and subsequently gained approximately 3 cc's of bloody fluid, which could also have contributed to the findings on MRI. Review of the histologic slides and review of the MRI by an independent pathologist and radiologist, as well as examination of the explanted head would be useful in evaluating this case regarding the cause of the clinical problems described.¿ -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined based on the clinician¿s review that, ¿there is no examination of the explanted components, no description of metallosis in the revision operative report or the histopathology, no description of trunnion wear requiring removal of the femoral component, and no baseline lab values to indicate if the cobalt ion level was more than expected after eight years and eleven months of a total hip arthroplasty in situ. MRI findings in which the radiologist mistakenly described a metal- on-metal total hip arthroplasty are consistent with but not diagnostic of pseudotumor or altr. This study was also done after a traumatic fluoroscopic hip aspiration, which initially gained no fluid and subsequently gained approximately 3 cc's of bloody fluid, which could also have contributed to the findings on MRI. Review of the histologic slides and review of the MRI by an independent pathologist and radiologist, as well as examination of the explanted head would be useful in evaluating this case regarding the cause of the clinical problems described.¿ if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left hip replacement surgery due to significant infection, pain, and tissue damage. Stryker devices placed.